Event description:
The implantable neurostimulator (ins) would not hold a charge and exhibited high impedances. The ins was explanted and replaced. The patient recovered without sequela. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.